Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. The customer was able to successfully load a new cartridge and resume insulin delivery. In addition, the customer reported that the touchscreen has been delayed when unlocking the pump. Reportedly, the touchscreen was still responsive. Customer stated that blood glucose levels have been elevated (approximately 200 mg/dl). Customer reported a bolus would be delivered to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with health care provider.